Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
While priming the eurosets oxygenator, fluid was seen leaking out of the oxygenator near the top by the orange ring. The site stopped priming and switched the oxygenator out for another oxygenator.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned oxygenator confirmed damage to the polymethyl pentene (pmp) membrane, which would have resulted in the reported leak during priming. The eurosets amg pmp oxygenator, lot number 6183306, was returned to abbott and an initial visual inspection was performed that revealed no obvious damage to the external housing. The oxygenator was forwarded to the external manufacturer for technical analysis. The oxygenator was filled with water from a reservoir using a peristaltic pump at a flow of 4 liters per minute. After a few minutes, a leak was noted in the lower part of the oxygenator. To identify the exact source of leakage, the device was sectioned by removing the heat exchanger and the gas-in and gas-out lids. The oxygenator was filled with water again and re-pressurized, after which it was determined that the leakage occurred due to a broken fiber of the last winding. Eurosets reviewed the production documentation for the oxygenator lot and confirmed that all tests from the production process were compliant with the technical specifications. Eurosets applies the production process tests to one hundred percent of their manufactured oxygenators. A specific cause for the damaged pmp membrane, as well as a timeframe for when the membrane was damaged, could not be conclusively determined. This issue will continue to be monitored. The production documentation for amg pmp oxygenator, lot number 6183306, was reviewed by the external manufacturer and showed that all tests from the production process were compliant with the technical specifications. The eurosets amg pmp instructions for use (IFU) is currently available. Under the list of warnings, the IFU warns that during the extracorporeal circulation (ecc) a backup oxygenator is necessary and also warns that the extracorporeal circulation has to be carefully and continuously checked. Also under the list of warnings, the IFU warns that ¿before using the product it is advisable to carefully inspect it. Shipping and handling could cause structural and functional damage to the device.¿ under the section titled, ¿priming and recirculation procedure¿, the IFU provides instructions on how to prime the oxygenator for use including verifying the integrity of the heat exchanger and paying particular attention to possible water leaks. This section further warns that the ¿pressure level inside the blood compartment of the oxygenating module shall not exceed 100 kpa (1 bar / 14 psi)¿ and that the ¿blood side compartment pressure must be higher than the gas side compartment pressure¿. Additionally, this section states that the oxygenator should be primed by gravity. The IFU provides further instructions on how to open the arterial line, how to purge the air contained in the circuit, how to close the purging line, and how to close the venous and arterial lines in this section. Under the section titled ¿oxygenator replacement¿, this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. No further information was provided. The manufacturer is closing the file on this event.